Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was also noted minor wear and tear on the housing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, visera elite ii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed a defective power cord inlet socket. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power supply socket port was confirmed to be loose. However, the definitive root cause of the loose power supply socket port could not be determined. Olympus will continue to monitor field performance for this device.